Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that drawer 4 had failures on row b. The station had been powered off, and the back panel had been removed. After the panel was removed, the pyxis bus cable was reseated. All components of the drawer board were also reseated. Subsequently, the station was rebooted, and the hardware testing application was launched. A field service engineer utilized the hardware testing application to release the cubies. Once the cubies were removed, the side panel was taken off to expose the row board cable. After the row board cable was exposed, it was reseated. Following the reseating of the row board cable, the side panel was reattached to the device, and the cubies were placed back onto the tray. The station was rebooted, and the application was launched. The hardware was tested successfully, and both the latch and position sensors were evaluated. All drawers underwent testing. The bus cable was reconnected to the devices to ensure a complete connection. Rail functions were tested, and the bio ID was confirmed to be functioning correctly. The hardware was tested via the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed to open and not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.